Manufacturer narrative:
The catalog number and serial number were unknown. Therefore, the brand name, common device name, device product code, and 510k number, and date of manufacture were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ¿attachment and bearing fell out¿ of the attachment device while in use with the motor device. The event was not reported to have occurred during surgery. It was not reported if there were delays to a planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device was returned, and misrouted. The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.